Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following the microstent implantation procedure, cystoid macular edema was observed. Postoperatively, both antibiotics and corticosteroid medications had been prescribed to the patient there are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of cystoid macular edema (cme) was confirmed in both eyes; therefore, the condition of the product could not be verified.the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).